Event description:
Event description cpi received information that during a routine follow-up this implantable pulse generator (ipg) was exhibiting the elective replacement past (erp) indicator for battery depletion after 2 years of implant and was functioning in the ssi mode. The physician was able to clear the indicator and the ipg remains implanted.